Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor dents on distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited minor dents on distal end. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field:d2a - which was wa50021b. The correct common device name is rigid video laparoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited minor dents on distal end. There was no patient involvement.